Event description:
It was reported alerts for possible high voltage circuit damage and possible high voltage lead issue were observed. Capacitor maintenance was recommended. Device was reprogrammed. The patient will continue to be monitored. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.